Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The balloon was separated from the outer member at the distal end of the proximal balloon seal but the inner member was still intact. The device was not separated into two pieces. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed and the PMA # listed are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
It was reported that the 2.5 x 28 mm delivery system could not cross the target lesion due to the anatomy. It is unknown what ended up crossing, but there was a good patient outcome. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned device analysis noted that the balloon was separated from the outer member at the distal end of the proximal balloon seal.